Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up for additional information pertaining to the status on the reported persistent inflammation, the surgeon provided the following additional information. Reportedly, the patient¿s vision (od) remains at ¿hand movements with the reported vitritis resolved¿. Per report, a persistent inflammation was observed in the anterior chamber (ac) with uncertain prognosis. The surgeon is managing the patient with increased topical steroid and slow taper. The patient was scheduled for further examination within four (4) weeks from the most recent postop visit. Additional information pertaining to the patient¿s prognosis will be requested following the patient¿s anticipated postop visit.

Manufacturer narrative:
A review of the device labeling was completed. Uveitis and iritis are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Uveitis and iritis are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported the following additional information. Reportedly, the patient presented postoperatively with iritis, uveitis, endophthalmitis and hypopyon. The surgeon reported that the contributing factors were unclear and noted that the eye was settling well with minimal inflammation on postop day two (2), despite the patient¿s dense white cataract. Reportedly, there was some small residual white cortical lens material stuck on the internal surface of the anterior of the fibrosed capsular bag at 9 ¿ 11 o¿clock, which could had not been safely removed at time of surgery due to capsule fibrosis. Per report, the capsule had to be cut with cystotome as it would not with forceps due to unusual capsular fibrosis. Moreover, the patient was already taking multiple topical glaucoma medications prior to surgery, which were continued for postoperative iop control (monopost, azarga, alphagan) which was deemed potential source of the reported infection. The culture resulted with no growth, and the inflammation was treated with inpatient care which included medical invention (topical exocin and dexa free drops) and surgical intervention (intravitreal antibiotics, vitrectomy, vitreous tap). The surgeon reported that the cause of the hyphema was due to patient being on an oral anticoagulant (aspirin 75mg od which was not held for the procedure). The reported hyphema was characterized as grade 1 (less than or equal to 1/3 anterior chamber vol) associated with elevated iop. The hyphema was managed with medical intervention and the iop settled with oral acetazolamide. The patient¿s most recent prognosis was reported as comfortable with no ocular pain and minimal light sensitivity in the right eye, with the anterior chamber (ac) inflammation settling but not yet completely resolved (ongoing). Per report, the vitritis resolved and the iop has settled to preoperative levels on treatment, which could decrease significantly after stopping topical steroids. The patient most recent visual acuity was reported limited to hand motion (hm) by optic nerve status preop. Additional information (pertaining to the status of the ongoing inflammation) has been requested.

Manufacturer narrative:
Additional information: patient code: (B)(4). The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for reported lot#. There were no similar issues reported for this lot #. A review of the device labeling was completed. Endophthalmitis, hyphema, hypopyon and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Endophthalmitis, hyphema, hypopyon and inflammation are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following an uneventful cataract plus trabecular microbypass stent system procedure, the patient presented with postoperative endophthalmitis associated with hypopyon and dense vitritis on postop day ten (10). Per report, the patient was ¿doing well¿ on postop day two (2), and the stents appeared well positioned in the trabecular meshwork (tm) with small hyphema noted. Reportedly, the patient was on aspirin. Per report, the surgeon performed vitreous tap and the patient remained on prescribed antibiotics per local protocol. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that treatment options were discussed depending on patient condition. Additional information has been requested.